Event description:
Pt on or table for laminectomy. Prior to entry to the dura, the device sprayed oil onto the surgeon's glasses and into the oeprating site. The wound was irrigated, the field redraped and procedure was aborted.